Manufacturer narrative:
The referenced device was returned to the manufacturer for evaluation. A visual inspection on the returned device was performed; there was foreign material on the distal end, consistent with use. The ptfe pad (teflon pad) was inspected and found it slightly worn, with no metal exposed. The distal end was inspected under a microscope and found a crack on the probe unit. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The device was attached to the test equipment and a probe check was performed; the device failed the probe check as an u509 ultrasonic error was observed. Both switches were checked and found both switches are functional. The device history record review for the lot indicated no anomalies. Based on similar reported events, the most probable cause of the reported complaint is due to the operator's technique. As a preventive measure and to mitigate interruption during procedure, the instruction manual states, prepare a secondary method for achieving hemostasis or desection, e.g. A spare of the thunderbeat instrument, and a back-up of the transducer. Also, the following details are found in the instruction manual as warning. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.

Event description:
The manufacturer was informed that during a therapeutic hartman closing procedure, the doctor was performing seal and cut when an error code u509 was observed. The intended procedure was completed with a new handpiece device. No other equipment was replaced during procedure. There was no patient injury reported. Prior to use, the device and connection points to the generator was inspected and no abnormalities were found.